Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic follow up high, out of range, pacing lead impedance and an increase in capture thresholds were observed. An insulation issue was also noted. The lead was capped and replaced on (B)(6) 2014. There were no adverse consequences for the asymptomatic patient.